Event description:
It was reported that the patient experienced penile pain and discomfort with an inflatable penile prosthesis (ipp). The patient also experienced difficulty inflating the device as the pump had migrated. A surgical procedure was performed in which it was seen that the cylinder had crossed over and the device inflated properly but the migration made it difficult to operate. During the intervention, the existing device was repositioned. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risks associated with implants of ams 700 devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.